Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erythema over site of the implantable pulse generator (ipg) and pocket infection. Cultures were taken and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) was explanted and a temporary system placed. A complete new ipg system was later placed. No further patient complications have been reported as a result of this event.